Manufacturer narrative:
E2: health professional ¿ n (no) . The device was inspected onsite where it underwent visual inspection and functional testing. The device had corrosion and flooding to multiple components with damage noted on the connector and the cord that had the rubber detached. The service history was reviewed, and no issues identified related to the service findings. A device history review revealed no issues that could have caused or contributed to the event. The cause of the flooding was thought to be due to the issue with the cable. The cause of the other issues could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion of the electrical contacts of the connections, of the scope mount and the free lock levers. Ther was also flooding of the main body, head section imaging and cable, along with cracks and breaks to the connector. There was no patient involvement.